Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01421226. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6): [missing records: records for ¿mesh repair of ventral hernia with marlex mesh¿ were not provided.] On (B)(6) 2002: (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia with intermittent incarceration. Postoperative diagnosis: same. Operation performed: reduction and repair of recurrent ventral incisional hernia. This obese male, with a long history of heavy ethanol use, laennec's cirrhosis, portal hypertension and intermittent ascites, underwent mesh repair of a ventral hernia several years ago after incarceration and strangulation of a loop of bowel. A piece of marlex mesh was used at that time to underlay a 6 x 8 cm area of the midline from below the umbilicus well up into the epigastrium. In recent months he has had an increasing mass in the left upper quadrant of the abdomen, protruding out to about two fists' size. It was reducible when supine , but sometimes with difficulty. Operative procedure: ¿the patient was brought to the operating room where a general endotracheal anesthetic was administered by dr. (B)(6). The abdomen was prepped and draped in sterile fashion. There was a significant pattern of collateral venous circulation over the anterior abdominal wall. I chose to use a transverse incision extending across the upper aspect of his old midline incision and overlying the hernia in the left upper quadrant. Dissection was carried down through subcutaneous tissue and large venous collaterals were clamped and ligated with 3-0 vicryl. Smaller venous tributaries were coagulated. Dissection within the subcutaneous tissues allowed identification of a multilobulated hernia sac. This was freed from surrounding subcutaneous tissues with appropriate blunt and sharp dissection and bovie electrocautery until the sac was followed back into the neck of the defect, which lay in the attenuated midline fascia, just medial to the left rectus sheath. The fascial defect measured about 6 x 4 cm. The hernia sac was opened and then dissection within the hernia sac revealed multiple areas of dense and complicated adhesions between the epiploica appendages and the anterior abdominal wall between a loop of intestine and the anterior abdominal wall and loops of intestine themselves. The previously-placed mesh could be felt and there was no defect in its placement. There were adhesions to the underside of it, but none of these appeared to be critical. The fascial edges were adhered on either side with kocher clamps and eventually the incision in the fascia had to be extended medially and laterally to gain adequate visualization to dissect dense lesions and small bowel from the undersurface of the fascia. The loop of small bowel that had to be freed up eventually required serosal repairs with interrupted 3-0 lembert sutures of silk. Once the bowel had been freed from the undersurface of the anterior abdominal wall, back for a distance of 2-3 cm, and the subcutaneous tissues had been cleared over the anterior surface of the fascia for a similar distance, a patch was chosen for repair. I chose to use a gore-tex dual mesh for this repair as it would have been impossible to isolate marlex from the abdominal viscera. A piece of gore-tex mesh measuring 12 x 8 cm, was tailored to fit beneath the fascia and was then sutured to the undersurface of the fascia with interrupted mattress sutures of 2-0 mersilene placed about 2-3 cm back from the fascial edges around the entire circumference of the wound. These were tied sequentially, creating a buttressed underlay repair of the defect with the sutures placed in very solid fascial tissue well away from the edges. With the dual mesh, the corduroy surface was anterior and the brown peritoneal surface was placed posterior. After all of these sutures had been placed and tied, a good buttressing repair was constructed. The fascia was then closed over the top of the mesh with a running suture of #1 vicryl. The subcutaneous tissues were copiously irrigated. Final hemostasis was carried out with the bovie. I felt it was possible to close the subcutaneous tissues without a drain and this was performed with a running 2-0 ethilon subcutaneous and subcuticular suture. Steri-strips were applied. The patient received ancef 1 gram IV and toradol 30 mg IV during the case. She was returned to the post -anesthesia room in good condition. Blood loss was only 50 cc, despite his increased venous collateral circulation. Sponge, instrument and needle counts were all correct.¿ on (B)(6) 2002: (B)(6) hospital. Implant record/implant sticker. Implants: 1. Company: gore. Description: 10 cm x 15.0 cm x 1.0 mm. Dualmesh corduroy antimicrobial. Item#: 1dlmcp03. Lot#: 01421226. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/01421226) was implanted during the procedure. On (B)(6) 2002: (B)(6), md. Pathology report. Tissue/specimen: hernia sac and intra-abdominal adhesions. Diagnosis: fragments of mesothelial-lined fibrofatty tissue with area of mesothelial hyperplasia and hemosiderin deposition consistent with recurrent ventral hernia. (B)(6) 2003: [missing records: records for ¿marlex mesh overlay repair¿ were not provided.] On (B)(6) 2005: (B)(6), md. Pathology report. Tissue/specimen: hernia sac and herniated fat. Diagnosis: ventral hernia: vascular fibroadipose tissue with focal fibrosis and chronic inflammation compatible with recurrent hernia and repair. [Record discrepancy: pathology report indicates the procedure was performed on (B)(6) 2005, per op report procedure was performed on (B)(6) 2005.] On (B)(6) 2005: (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: small bowel obstruction secondary to strangulated incarcerated recurrent ventral hernia. Postoperative diagnosis: same, with multiple secondary herniations. Operations performed: reduction of incarceration. Repair of large ventral hernia with gore-tex dual mesh underlay and marlex mesh overlay. Repair of multiple small incisional hernias. Brief history: ¿this obese male with multiple medical problems, including chronic lung disease and cough, obesity, portal hypertension and ascites secondary to cirrhosis, and chronic constipation, has had multiple repairs of ventral hernias in the past. He underwent a marlex mesh repair of an incarcerated umbilical hernia many years ago. He subsequently developed recurrence in the diastasis of his rectus sheath above the marlex mesh repair. He underwent a gore-tex repair of this defect. After several more years he once again developed herniation above the level of the gore-tex mesh and underwent placement of a very large marlex mesh overlay repair, reinforcing all of his diastatic rectus sheath in the epigastrium. This last repair was performed in 2003. He did well for about a year and a half, however for the last two months he has had a significant mass in the epigastrium and tonight he developed severe pain with symptoms of bowel obstruction and incarceration of a hernia. Operative procedure: the patient was brought to the operating room. An epidural catheter was placed by dr. (B)(6) and then he underwent surgery with general endotracheal anesthesia. He had no problems with this anesthetic. A foley catheter was placed. The abdomen was prepped and draped in sterile fashion. His old midline scar was excised and dissection was carried down through subcutaneous fat to the level of his incarcerated hernia. Dissection was carried around this very scarred subcutaneous tissue surrounding this tissue which was very complex in shape. During the course of much manipulation, working around the hernia, eventually the incarcerated bowel was reduced within the peritoneal cavity. It was thereafter better possible to define the hernia defects, which were multiple. It was evident that his marlex overlay repair had pulled away in multiple places from the sutures which bound it to the rectus fascia. There were multiple small defects where stitches had pulled through with hernia detects measuring 1 cm to 3 cm. The major hernia which had incarcerated measured 7 x 5 cm. Once the peritoneal cavity had opened, it was necessary to dissect the overlying marlex mesh away from adherent transverse colon. This was the area that had been incarcerated, although there was free fluid and some edema in the tissues, there was no evidence of vascular compromise of the bowel. Eventually the bowel was dissected away from the abdominal wall around the entire circumference of the large hernia defect. The incision had to be extended cephalad for another 5 cm to allow dissection of a good-sized upper defect measuring about 2 x 1 cm, through which a three finger-breadth protrusion of incarcerated omental fat had taken place. This defect was closed with three over-and-over sutures of mersilene. Several other small fascial defects measuring up to 1 cm were likewise closed with figure-of-eight sutures of mersilene. Finally, attention was turned to repair of the major defect in the abdominal wall. There was residual marlex mesh well attached to the upper aspect of the fascia. A piece of gore-tex dual mesh was brought up onto the field and tailored to the dimensions of about 10 x 8 cm. This was then sutured to the under-surface of the fascial defect with a series of interrupted fascial sutures of 0 mersilene. When all of these had been placed and tied, a solid repair without tension had been achieved of this defect. The residual marlex mesh from a previous repair was now flapped down over the top of this and sutured with mattress sutures around the edge of the hernia defect. After closing the other small hernia defects with mersilene sutures, a jackson-pratt drain was led in through a stab wound inferiorly. Final hemostasis and lavage was carried out. Subcutaneous tissues were reapproximated with a running 2-0 vicryl and then skin margins were closed with skin staples. Suction was applied to the jackson pratt drain. The patient tolerated the procedure well and returned to the post - anesthesia room in good condition. He received timentin 3.1 grams IV at the beginning of the case.¿ on (B)(6) 2005 [assigned]: (B)(6) hospital [assigned]. Implant record. Implant: 1. Company: gore. Description: dualmesh plus antimicrobial. Lot: 02932276. Item: 1dlmcp03. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/02932276) was implanted during the procedure. On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain. Incarcerated multiply recurrent ventral hernia. Cholelithiasis and cholecystitis. Cirrhosis. Postoperative diagnosis: multiply recurrent incarcerated ventral hernias x 12. Small bowel obstruction with dense intraabdominal adhesions and complicated abdominal mesh prosthesis. Cirrhosis of the liver. Cholelithiasis and cholecystitis. Alcoholism. Procedures: exploratory laparotomy. Lysis of extensive intraabdominal adhesions. Removal of complicated abdominal wall mesh. Small bowel resection with reanastamosis x 1. Cholecystectomy. Wedge liver resection biopsy. Complex two-layer repair multiply recurrent incarcerated ventral hernia. Implantation of mesh x2. Anesthesia: general. Date of surgery: on (B)(6) 2010. Indications: ¿(B)(6) is a 60-year-old gentleman who has had four prior failed attempts at repair of abdominal wall hernia. Now has a very large recurrent and painful incarcerated abdominal wall hernia with loss of domain. In addition, he had cholelithiasis and cholecystitis, and there was evidence of a partial ball [sic] obstruction on cat scan. The patient has significant history of alcoholism. Admits to a six-pack of beer a day as a minimum, and has been told in the past that he has cirrhosis. The patient was admitted and had dvt prophylaxis with lovenox and had thrombocytopenia within a day of that. There is concern for hit [heparin induced thrombocytopenia]. However, he continued with pain. The risks and benefits of repair of the hernia and cholecystectomy and liver biopsy were discussed and he voiced understanding, provided informed consent and desired to proceed. Procedure: the patient was brought to the operating room, prepped and draped in the usual sterile manner for induction of general anesthesia. The old midline scar was excised. Directly beneath the dermis was transverse colon. There was a small cautery injury to this. It was sutured closed with 3-0 silk gi suture. The old cicatrix was excised and then the abdominal skin was excised from these very large hernia sacs. It turns out there were about 12 different separate sacs, and the prior gore-tex and marlex mesh had failed along really all sides, and there were giant, large and small incarcerated hernias circumferentially. There was variously omentum and small bowel incarcerated in these various defects. These were all dissected free from the surrounding subcutaneous tissue. This was complicated by significant caput medusae and venous bleeding. Hemostasis was achieved with cautery and with ligation of larger veins. The abdomen was entered along the uppermost hernia and the colon was freed from this, and then circumferentially around the fascial edges the mesh was gradually excised with freeing of the bowl from the mesh and extensive lysis of adhesions, which took several hours. As I completed getting around it, there was a noticeable bowel obstruction with very dilated proximal bowel and decompressed distal bowel, densely adherent with questionable fistulization through a piece of gore-tex. As this was lifted up it could not be separated with scissors and, therefore, careful knife dissection was done to separate the mesh from the bowel. This still left an approximately 6-inch long deserosalized segment of the small bowel, which I elected to resect. There were several incarcerated sections of omentum, and several partial omentectomies were done with clamps and ligation with silk ties. Hemostasis at the end of this prolonged maneuver was actually pretty good. I elected to resect approximately 6 inches of small bowel. Gias were used fore and aft to divide the bowel. The mesentery was progressively clamped, divided and ligated. A side-to-side, functional end-to-end anastomosis was constructed in the usual fashion first with gi and then closed with running 2-0 chromic cannell suture and 3-0 silk lembert sutures. This provided excellent closure and hemostasis, and a two-finger anastomosis. The mesenteric defect was closed with several interrupted 3-0 silk sutures. The hemostasis at the end of this was excellent. Attention was turned to the liver, which was extremely cirrhotic. There was an intrahepatic, chronically inflamed gallbladder as well. Three packs were placed above the liver to mobilize the liver downward. The gallbladder was grasped and retracted upwards. A second kelly clamp was placed at the back of the gallbladder and the cystic duct was identified down to its insertion to the common duct and was triply ligated and divided. The cystic artery was identified, ligated and divided. The gallbladder, which had been decompressed during the course of this suction dry was dissected using electrocautery off of the liver bed. Hemostasis was excellent. Because no prior biopsy had been done on the cirrhosis, a wedge liver resection was done with 0-chromic sutures on a long hepatic tapered blunt needle in the usual fashion. Hemostasis was excellent. Wedge was sent to pathology for examination. A jackson-pratt drain was brought through a separate stab incision and down through the abdomen and placed in the gallbladder fossa. The bowel was run. No other deserosalizaitons or injuries were noted. The bowel was replaced in an orderly fashion and the two-layer repair was done using a stoppa technique for the inner layer using a 25 x 15 piece of proceed mesh which was sutured approximately 5 cm back from the fascial edge in all directions with u-stitches of 0-ethibond suture. This provided an excellent internal closure of the defect. The fascia was then reconstructed with a large sheet of veritas bovine pericardium acellular collagen matrix. Hemostasis was again examined and found to be excellent. The jackson-pratt drain was brought through the separate stab incision and placed into the subcutaneous tissue. Several subcutaneous sutures of vicryl suture were placed to bring the skin edges together and the skin edges reapproximated with skin clips. Dressings were applied and the patient was awakened and taken to the recovery room in stable condition. At the end of the procedure sponge and needle counts were correct.¿ (B)(6): [missing records: records for CT showing ¿evidence of a partial ball [sic] obstruction¿ were not provided. On (B)(6) 2010 [date discrepancy, report indicates date of procedure on (B)(6) 2010]: (B)(6), md. Pathology report. Tissue/specimen: 1. Incarcerated ventral hernia and omentum. 2. Old mesh ventral hernia. 3. Incarcerated obstructed small bowel. 4. Gallbladder. 5. Liver biopsy. Diagnosis: 1. Adipose tissue (incarcerated ventral hernia and omentum), excision: mesothelial-lined adipose tissue and fibroadipose tissue, consistent with omentum and history of incarcerated ventral hernia. 2. Synthetic mesh with associated soft tissue (old ventral hernia mesh), excision: two portions of synthetic mesh with associated mesothelial-lined fibroadipose tissue with focal mild chronic inflammation and reactive mesothelial changes. 3. 17.5 cm segment of small bowel (incarcerated, obstructed small bowel), excision: segment of small bowel with focus of mucosal disruption, possibly artifactual, focal vascular congestion and serosal fibrous adhesions with reactive changes and focal acute hemorrhage. Serosal adhesions present at the resection margins. 4. Gallbladder, cholecystectomy: gallbladder with focal, mild chronic inflammation. No cholelithiasis. 5. Liver, biopsy: steatohepatitis with cirrhosis, grade 2, stage 4 (brunt staging). See comment. Comment: sections of the liver biopsy demonstrate a distorted hepatic architecture. Portal zones are expanded by fibrous tissue with focal mild to moderate chronic inflammation consisting predominantly of lymphocytes with some admixed plasma cells and histiocytes. Bile ductular proliferation is focally evident. Increased fibrosis is present with portal zone-portal zone bridging and changes of cirrhosis, confirmed by trichrome and reticulin stains. Central veins are focally seen. Aggregates of hepatocytes demonstrate moderate to focally marked macrovesicular and microvesicular steatosis. Ballooning hepatic change, mallory's hyaline and focal hepatocellular necrosis are seen. An iron stain shows mild hepatoceullular staining for hemosiderin focally along with some kupffer cell hemosiderin (at most 1 + of 4+). Significant hepatocellular hemosiderin is not seen. A pas-d stain shows no features suspicious for alpha-1-antitrypsin deficiency. The findings are consistent with steatohepatitis with cirrhosis, grade 2, stage 4, by the brunt staging system. Possible etiologies include diabetes mellitus, obesity, ethanol use and drug or toxin effect. Clinical information: incarcerated multiple ventral hernias; abdominal pain; cholelithiasis and cholecystitis, cirrhosis of liver, obesity. Procedure: exploratory laparotomy; cholecystectomy; biopsy liver, repair multiple recurrent hernias. Gross description: part 1. Received in formalin, labeled, "flanders, ralph incarcerated ventral hernia and omentum" with a verified date of birth on the container, is an 11.5 x 9.5 x 6.7 cm yellow lobulated firm portion of fatty tissue. No masses are identified. Representative sections are submitted in 1a-1b. Part 2. Received in formalin, labeled, "flanders, ralph old ventral hernia mesh" with a verified date of birth on the container, are two tan gray irregular portions of synthetic mesh measuring 15.5 x 8.7 x 1.5 cm and 15.5 x 8.5 x 1.5 cm. Both fragments have adherent tan-yellow rat and soft tissue. Representative sections of soft tissue are submitted in 2a-2b. Part 3. Received in formalin, labeled, "flanders, ralph incarcerated obstructed small bowel" with a verified date of birth on the container, is a 17.5 cm, in length unoriented segment of small bowel. The serosal surface is tan smooth to dark red shaggy. There is a 2.0 x 1.5 cm defect (consistent with incision), 3.5 cm from one margin. The luminal circumference measures 3.5 cm at the margins. At its narrowest point the lumen measures 2.8 cm. The mucosa is tan glistening. The bowel wall ranges from 0.4 cm to 0.7 cm in thickness. No masses or lesions are identified. No lymph nodes are appreciated. Representative sections are submitted section code: 3a-3b = en face margins. 3c = transmural defect. 3d-3e = additional sections of bowel. Part 4. Identification: received in formalin, labeled "flanders, ralph gallbladder" with a verified date of birth on the container, is a previously opened gallbladder. Dimensions: 9.0 x 4.5 x 1.2 cm, with a 0.7 x 0.7 cm cystic duct (inked black). Serosa: yellow smooth. Lymph node: not identified. Wall thickness: 0.1 cm to 0.4 cm. Mucosa: tan green and finely reticulated. Contents: no choleliths are identified. Section code: representative sections are submitted in 4a. Part 5. Received in formalin, labeled, "flanders, ralph liver bx" with a verified date of birth on the container, is a 1.7 x 1.0 x 0.8 cm tan brown portion of liver. The specimen is sectioned and entirely submitted in 5a. On (B)(6) 2010 [assigned]: (B)(6) hospital. Intraoperative record. Implant sticker. Manufacturer: ethicon. Proceed surgical mesh. On (B)(6) 2010 [assigned]: (B)(6) hospital. Intraoperative record. Implant sticker. Manufacturer: synovis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral / incisional hernia repairs on (B)(6) 2002 and (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: small bowel resection, mesh removal. Additional event specific information was not provided.